Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose. Troubleshooting was performed. The customer stated that the activate button in the insulin pump was not responding properly and after the blood glucose is programmed into the device, the customer was not able to press the activate button to enter the carbohydrates. The spouse stated that the customer had low blood glucose, was sweating, and passed out. Prior to being hospitalized the blood glucose reading was 480 mg/dl. No further information was provided.